Event description:
Biopsy forcep was inserted during bronchoscopy to obtain specimens. After it was opened to obtain the specimen, it would not close to grasp the specimen. The forcep was removed from the patient in the open position and then the forcep had to be cut to be removed from the bronchoscope. The patient had to have the bronchoscope reinserted, a second forcep was inserted and biopsy was obtained. No apparent harm to pt. There have been two similar events with this type of equipment at this facility in the last month.what was the original intended procedure?bronchoscopy with biopsies.device #1is this a laboratory device or laboratory test?no.